Manufacturer narrative:
The needle was not returned to galil medical for evaluation. The user facility conducted in-house testing of the complaint related needle and results were shared and analyzed by galil medical. Galil's investigation summary of the analysis determined that the reported skin burn was due to inclusion of a sheath over the MRI needle and mcp connection (mobile connection panel) during the MRI scan, which caused heating above the values stated in the product labeling. The sheath is not provided by galil medical and the product labeling does not include instruction for use of a sheath in the IFU or user manual. Galil medical's IFU does warn that potential adverse events can include skin burn. There have been no previous reports or complaints received for such an event associated with this needle type. This event is attributed to the off-label use of an external component (sheath). A CAPA investigation was initiated to assess if further actions are required.

Event description:
This is a follow up #1 to report investigation findings. As reported in the initial: limited information was reported that following a liver cryoablation procedure with an icerod MRI needle, it was noticed that the patient had a heat skin burn. Information regarding treatment or intervention was not provided. The needle will be returned for investigation.

Event description:
Limited information was reported that following a liver cryoablation procedure with an icerod MRI needle, it was noticed that the patient had a heat skin burn. Information regarding treatment or intervention was not provided. The needle will be returned for investigation.